Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon is not symmetrical, only covering half of the tube, and there is a leak. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the balloon is not symmetrical, only covering half of the tube, and there is a leak. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: device history records used in the manufacturing of this lot did not show any rejects related with the reported issue. Investigation summary: the sample returned for evaluation was one 22 fr tri-funnel replacement gastrostomy feeding tube. Visual and functional evaluations were performed of the physical sample. The sample was returned with a circumferential split in the midsection of the balloon material. Examination of the split site revealed it to be curved. The surrounding material near the split site had a distended shape memory and a large amount of dark usage discoloration. The observed damage is consistent with a burst due to over-pressurization. Therefore, the investigation is unconfirmed for difficult to inflate and confirmed for balloon rupture. The investigation indicates that the failure is resulting from balloon rupture, and while a definitive root cause could not be determined based upon available information, procedural issues may have contributed to this event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.